Event description:
On (B)(6) 2011, the patient underwent an endovascular procedure with a gore® excluder® aaa endoprosthesis. On an unknown date, follow-up imaging identified aneurysm enlargement of an unknown amount. It was reported the cause of the aneurysm enlargement is unknown. On (B)(6) 2014, the device was explanted due to continuing aneurysm enlargement. Additional information has been requested.

Manufacturer narrative:
Patient¿s weight added. Additional information added to event description: patient¿s medical history added. Concomitant medical products: patient¿s medications added to include; amlodipine, aspirin, atenolol, bactrim, hydrochlorothiazide, lipitor and synthroid. The root cause of the continuing aneurysm enlargement could not be determined with the information provided. Additional devices explanted and involved in this event: pxt261418/03577280, pxc201000/04387829, pxa260300/8589685, pxl161407/8762650 and pxa280300/10529460.

Event description:
On (B)(6) 2014, an open repair was performed whereby all previously implanted endoprostheses were explanted due to continuing aneurysm enlargement. Additionally, an aorto-bi-iliac bypass was performed whereby a bifurcated dacron graft was used to treat the right common iliac artery aneurysm. It was reported that during the explant procedure the patient experienced a blood loss of 2.8 liters resulting in a transfusion of blood products (amount unknown). Reportedly, the patient tolerated the open repair and explant procedures.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.